Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-70, serial number: (B)(6), batch/lot number: 21403342, model/catalog description: artisan MRI paddle lead 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure.